Event description:
Midway through the turbt (trans urethral resection of bladder tumor) the doctor noticed there was a piece missing from the end of the 26 french sheath from the wolf tur kit. It is unknown whether the sheath was damaged prior to the start of the case or if the piece chipped off during the case. Several x-rays were taken by the doctor in or 17, none of which revealed a visible piece in the patient. The patient was internally examined using a cystoscope and again no pieces were noticed to be left in the patient.